Event description:
It was stated that the insulin pump alarmed motor error during the rewind. It was also stated that the customer was hospitalized due to high ketones. Troubleshooting was performed, and the insulin pump continued to alarm with motor error during the displacement test. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.